Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse discovered the cap piercer waste valve was not functioning and the bearing was worn. Fse installed a new cap piercer assembly to resolve the issue. The instrument software version is 5.4. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from the cap piercer on the unicel dxc 600i synchron access clinical system. The leak was contained within the instrument. The customer was wearing gloves. No reports of injury or customer exposure. No reports of erroneous patient results generated.